Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that a ventilator failure occurred durig use; there was no patient injury reported.

Event description:
It was reported that a ventilator failure occurred durig use; there was no patient injury reported.

Manufacturer narrative:
Service and maintenance for this unit is performed by the biomedical department of the hospital. A log file covering the period in question was submitted to dräger for evaluation. It could be derived from the data stored therein that automatic ventilation was shut down due to a significant deviation of the motor speed. It was thus recommended to the user facility to replace the entire ventilator unit. The device was in operation for 13 years now. Wear and tear of the collector disc may have caused the speed fluctuations during motor rotation. These speed fluctuations will result in deviations between the intended piston hub and the real one and, the applied tidal volumes will not match the settings. To prevent from potentially hazardous output the device is designed to shut down automatic ventilation and to post a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible in this state. Dräger finally concludes that the device behaved as specified for the specific error condition; no patient consequences have occurred. The device is back in use after replacement of the motor.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use; there was no patient injury reported.